Event description:
It was reported that after using bd vacutainer® urine collection cups, a healthcare professional received a dirty needlestick injury to the left index finger when attempting to place a sticker over the inoculating port. Employee was later seen at the emergency room. No report of post exposure testing or medical intervention was provided.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: needle stick. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.